Event description:
The customer stated that they received a reading of 46mg/dl from their meter. They then took 2 glucose tablets. When they tested 30 mins later with the same meter they received a reading of 53mg/dl. They then tested with a competitive meter and received a reading of 121mg/dl. The customer stated that because they loaded up on sugar based on the readings from this meter, they ended up in the hosp with a blood glucose level of 627mg/dl. The customer spent the night in the hosp. The customer declined any testing over the phone. The customer was asked to return the meter for further testing and a replacement was provided.